Event description:
It was reported that the customer was hospitalized due to low bgs. Troubleshooting conducted during the phone call indicated the pump was operating properly. Suggested the customer contact their physician regarding other possible cause for this event.